Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat ctni cartridge yielded a whole blood result of 1.88 ng/ml on (B)(6) 2010. I-stat was not repeated and no laboratory tests were conducted. Customer stated the sample was not mixed and the testing was completed in the time frame stated in the I-stat system manual. As a result of the ctni result of 1.88 ng/ml, a cardiac catheterization was performed.

Manufacturer narrative:
There is no alleged deficiency with the I-stat product. The adverse event, cardiac catheterization, that occurred was as a result of improper sample handling as outlined in I-stat system manual. (B)(4).